Event description:
Problem: infected vertebroplasty: migration of cement; cement infected with mrsa; pulmonary embolism. Vertebroplasty performed on for acute fracture of t11 in 2006. By four days later, small painful bump appeared with performing radiologist being consulted-puncture sites healing and pt worse lying flat than sitting. By 23 days later, bump has turned into large lump with family requesting further radiologist consult-radiologist recommends x-rays to rule out further compression fracture and possible MRI if no compression-lumbar spine a month later showed stable lumbar findings. By 25 days later, lump has turned into large painful open sore with family requesting another consult from radiologist. He confirms that the abnormality is a pressure sore and wrote that it appeared unrelated to vertebroplasty. He also relays that it was not possible to have the cement migrate so long after procedure. Six days later chest pt/lateral lt showed that the t11 fracture showed further compression-70% loss of height versus 25% in previous testing. The next day, patient suffered a massive bilateral pulmonary embolism with the back sore pain worsening. Pain meds increased. The following month, black eschar has developed over wound. Pain worsens. The next day, patient has fever of 106 and sore continues to get worse. Eleven days later, MRI of thoracic spine w/o contrast and lumbar spine confirms cement migration anteriorly-interval development of vertebral osteomyelitis involving t10, t11, t12. Review of films by infection control physician diagnosed "infected vertebroplasty" cultured- mrsa, therapy treatment. Patient admitted-darvacet, dilaudid-every three hours. The next day, duragesic 50 mg, increased to 150 mg. Two months later, wound covered with panfil. Four days later physicial therapy starts debridement and verapulse of wound. Seven days later, tens unit. Nine days later roxinal. Fifteen days later, IV morphine. The next day or so vancomycin. About eleven days later oxycontin and morphine. Cubica and zosyn. The next day, vac for back wound. The following day, oxycontin and vicodin. Five days later, IV morphine as needed and oxycontin.